Event description:
It was reported that the alarm sounds during use of an arctic sun device. The case had been completed but would like to find out what the alarm was. Per review of wo on 26apr2023, no impact to the patient. Per follow up information received via email on 27apr2023, the device was under investigation. Treatment was completed with the same device.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed that the alarms were due to a faulty mixing pump. Mixing pump (40307600) replacement. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.